Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked from the fill port. The leak was observed after the devices were filled with normal saline during the filling process. The clear fill port cap was secured on top of the devices and the blue winged cap was secured to the luer at the end of the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 14, 2023 - april 18, 2023. H11: two (2) actual devices were received for evaluation. Visual inspection was performed which noted a sample contained fluid in the bladder; however, the second sample did not contain fluid in the bladder. When the fill port cap was opened for the sample with fluid in the bladder, evidence of leak (backflow) was observed at the fill port. Subsequent examination of that sample revealed the cause of backflow was due to a glass fragment stuck under the checkband. Glass ampule used for filling the device without a filter can result in this type of event. The reported condition was verified. The cause of the condition could not be determined; however, was most likely related to user filling technique. The use of a filter during fill is recommended in the product label (IFU, instructions for use). A functional leak test was performed on the second sample and a leak was observed from the solvent-bonded junction of the tubing and stressmember next to the fill port; no evidence of leak was observed from the fill port. The tubing outer diameter and the stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused the leak. The reported condition was verified. The cause of the condition was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.